Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On march 29th 2024 fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that leaks were identified at the co2 insufflation connection point and would not allow for bowel insufflation. As such, this report is being submitted in an abundance of caution. No additional information was provided.